Event description:
Customer stated, "I obtained your chair on (B)(6) 2011, through (B)(4). Since that time, I have had my batteries replaced four times. The most recent was tuesday (B)(6) 2011, (believe this should be 2012). Since tuesday, my chair continues to die without notice and has developed a new problem. The chair will not go up the ramp in my van without being pushed. It just stops midway up." No alleged injury

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.